Event description:
Revision surgery - the patient fell on friday and dislocated. The surgeon's plan was to put in a constrained liner with a new femoral head. Our implants did not make it to the hospital in time due to a ups error. The surgeon cemented in a stryker constrained liner and put in a new 22mm neutral femoral head.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 13 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this part (1 trauma, 1 dislocation), first for this lot. The root cause for the dislocation was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.